Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the test strips involved with this complaint failed testing. During control solution testing, an "error 4" message was observed. The control solution involved with this complaint was also returned but not yet evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6)2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 9am. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. About 30 minutes prior to the start of the alleged issue, the patient claims she felt a symptom of blurry vision. The patient denied receiving medical treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient symptom started before the reported issue first occurred. There was no indication that the patient symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the lfs products were returned and failed lfs product analysis (pa) testing.